Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that insulin pump was turned off. The customer¿s blood glucose was unknown. The customer was reported that the insulin pump was bumped accidentally. The customer also reported that no damage to battery cap or compartment. The customer was advised to replace the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to verify s/w due to blank display. Device received with a blank display, problem isolated to the electrical board. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.